Event description:
It was reported that during a percutaneous intervention (pci) procedure, a balloon rupture occurred. The unspecified target lesion was located in a severely tortuous unk artery. An apex monorail 20 mm x 2.00 mm balloon catheter was selected and advanced to treat the target lesion. During the procedure, the balloon ruptured. The procedure was completed with a differet device. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
PMA/510(k)#: p860019/s208. (B)(4).